Event description:
It was reported that while drilling for 6.5mm cannulated screw, lag-screw step drill ((B)(4)) broke inside patient. The surgeon retrieved broken piece from patient.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. Device will not be returned.